Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that the white blood cell and hemoglobin control value, run on the cell-dyn 1800 analyzer are out of range low. There was no impact to patient management reported.